Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous coronary artery. A 10/2.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient was good post-procedure.